Event description:
Pt transferred to surgery from ccu for an internal pacemaker implant, with an external pacemaker in use. Rate 60, ma set 100. Pt's monitor was unplugged for transport all connectors intact. Upon arrival to surgery, the low battery light came on and the unit alarmed. The nurse noticed the ma drop to zero. As the ma dropped to zero, the heart rate dropped into the 40's the bed and unit was immediately plugged into the wall and the ma and rate were reset as previous, but it wasn't capturing. All connections were assessed to assure intact. Obtained bp and pulse from the dinamap machine and placed the pt on 3l/o2 checking pads for proper placement and conduction. The nurse put both hands over each pad and pressed together to help each adhere tighter to pt's chest. With all these actions, her pulse and capture (pacing) successfully returned. Pt was lucid and talking, answering questions appropriately. Pt developed asystole during surgery.